Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that the ilet device screen cracked and became unusable. The patient sustained a small cut with minor bleeding from the broken glass. The device was replaced, and no interruption to insulin delivery or blood glucose control occurred. No hospitalization or medical treatment was required, and no long-term health effects were reported.